Event description:
Information received indicates the brake will set but the left head caster is not holding.

Manufacturer narrative:
The technician found the caster stem was cracked which prevented the caster from holding when in brake. The technician replaced the brake caster to repair the bed.